Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided for this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port tubing disconnected from the holder during use. As reported by the customer, "not sure if you got the background on this. We have had a few joint patient safety reports opened from the clinics on the bd nexiva close IV catheter system ¿ dual port. The reference number is 383536. The size is 20 ga 1.00 in. The issue is that the tubing becomes disconnected from the holder. Have you had issues or complaints from any other facilities?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port tubing disconnected from the holder during use. As reported by the customer, "not sure if you got the background on this. We have had a few joint patient safety reports opened from the clinics on the bd nexiva close IV catheter system ¿ dual port. The reference number is (B)(4). The size is 20 ga 1.00 in. The issue is that the tubing becomes disconnected from the holder. Have you had issues or complaints from any other facilities?"